Event description:
The fsr reported the customer received a questionable ck-mb - the mb isoenzyme of creatine kinase result for one patient sample that was tested after 10 samples were tested for vitamin d. The initial result was 156.2 ng/ml with a data flag and was reported outside the laboratory. The patient's physician questioned the result and the laboratory repeated testing. The repeat result was 7.09 ng/ml with a data flag and a corrected report was issued. There were no adverse effects to the patient. The ck-mb reagent lot number was 16868201 with an expiration date of 04/30/2013. The field service representative could not find a cause and noted the customer repeated the patient sample twice. He checked the system for proper operation and had the customer run precision testing. He verified the system was operating within specifications. The customer ran controls with all results within control limits.

Manufacturer narrative:
The investigation determined the possible root cause could have been too short centrifugation time of 3 minutes. No instrument issues were suspected as assay performance check data was within specifications and instrument checks and alarm data provided no further hints to a cause.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.